Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial/lot # (B)(4), description: linear st lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away. The physician does not know the cause of death, and does not know if it was device related. No other information will be provided to bsn.